Manufacturer narrative:
Complaint was initially reported against a careevent (866435) device, however , additional information was received that they had an intellisphere event management (iem) 866030 product. H3 and h6: a philips product support specialist (pss) reviewed log files from the iem, and the pic ix. The pss found that the iem received an asystole alarm at 11:19:58am on 26mar2020. The iem event transcript report shows five messages were delivered and two failed to be delivered. The cisco phones used by the customer that failed were not caused by philips software issues, but were caused by the cisco phones not being available to the cisco phone system. Iem sent the data to the cisco call manager and the call manager reported to iem= error: ¿unable to send a message to this handset. Expected tapi phone state resume message not received¿. This means the phones were not available/out of range. There was no product malfunction; this is considered a user issue, as the phones that did not receive the alarm were not available/out of range. The pss provided this information to the customer. The device remains at the customer site. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer nurse stated that a patient connected to a mx40 device in room 20b, unit 9e coded, and the alarm did not get paged to their cisco phones; the patient was declared dead on (B)(6) 2020, around 11:55 am. It was noted the alarms did go to the central station (pic ix).